Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident info. There are many potential factors of balloon rupture below the rbp. In this instance the unreturned product may have aided in the evaluation. However, it was garnered from the incident info that the lesion in the mid rca was mildly calcified and 99% stenosed. This may have caused or contributed to the reported balloon rupture during interaction of the sds with the calcified lesion; however, a conclusive root cause cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that this was an ami case. The target lesion was the mid rca with no tortuosity, mild calcification and 99% stenosis. The lesion was pre-dilated with another company's balloon catheter, then the vision stent was implanted. However, the balloon ruptured when the pressure reached 8 atm during the first inflation. The implanted stent was further dilated with another company's balloon catheter. There were no reported pt effects. No add'l event ot pt info is available.